Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that battery was lasting only one day and continued to receive a failed battery test alarm. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer was not available with insulin pump. Customer requested for insulin pump to be replaced.